Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. Additional 510k number (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
Sales rep reported to (B)(6) sales meeting: while speaking with a company representative, it was reported: patient implanted with expedium on an unknown date. Reportedly the rod slipped post-operatively. The surgeon reported that the patient is asymptomatic and there is no plans to revise the patient at this time. Description on complaint form: doctor told me in passing that a rod came disengaged from a lateral connector. Patient was not symptomatic so he was not going to do anything at this time.